Event description:
Complainant reported a balloon failure (ruptured balloon) of a 20 fr magna-port gastrostomy tube.

Manufacturer narrative:
The lab evaluation indicated that the complaint of a balloon rupture of the gastrostomy tube was confirmed.